Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t: lock became damaged. The customer changed the infusion set and was able to successfully resume insulin delivery. There was no adverse impact to customer's blood glucose level.